Event description:
It was reported that the patient experienced more frequent recharging and reduced efficiency/coupling. The implantable neurostimulator (ins) was very superficial but they were unable to get more than 4 coupling bars. They received the recharging statistics and the patient was able to get 8 coupling bars for 26 minutes but they needed to recharge later in that day due to the battery being near empty (the recharge statistics start voltage was 3.6v on most recharge sessions). The representative did not have another recharger to try to see if they could increase the coupling efficiency. The patient stated that this had been occurring for about 5-6 weeks now. Additional information was received. The patient's spouse called back and reported that they saw a manufacturer representative (rep), about a week ago. The patient (pt) received a new recharger (insr) antenna but it did not resolve the issue. The ins does not hold the charge. The pt can charge in the morning to half or almost 3 quarters, and pt turns it off for the day but has to recharge again by that night. When charging, pt gets normal charging screen and all coupling bars. The caller said the issue had been going on for probably 3 months, off and on. Redirected to healthcare provider/rep. The rep called back and reported that they were with the pt who reports ins needs to be charged more often and the new antenna did not help. It was discussed further and the pt recharged from empty to 25% in 1.2 hours with good coupling. It was reviewed the ins for full charge would take between 4-6 hours - 5 hours average and this appears to be normal. The rep also discovered the current group the patient was using has a rate of 390 hz which will deplete her ins sooner than her other programs. Caller will adjust the rate lower and speak with the pt. It was also asked that the patient puts a full charge on the ins to assess recharge interval. If there are further issues they will call back. Additional information was received from a manufacturer representative. The cause of the charging issues was that the rate was 392, and they were not charging long enough.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.